Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-19115 and 1627487-2013-19116. It was reported the pr experienced over-stimulation. It was reported multiple attempts of reprogramming were unsuccessful and the issues were not resolved. The pt stopped using the system several months after it was implanted.